Manufacturer narrative:
Result: the ruby coil pusher assembly was fractured approximately 5.0 cm from the proximal end. The entire pull wire was retracted out of the hypo-tube lumen. The coil was detached from the pusher assembly and not returned. The distal detachment tip (ddt) was properly attached to the tip of the pusher assembly. The distal tip of the pusher assembly was kinked approximately 2.5 cm from the distal tip. Conclusion: the compliant has been evaluated. The compliant indicates that the ruby coil would not detach. Evaluation of the returned product revealed a fracture in the proximal end of the pusher assembly hypo-tube. The complaint described a kink in the pusher assembly which likely caused the coil to fracture after additional manipulation and handling after removal from the patient. The coil detached due to the fracture in the pusher assembly and retraction of the pull wire from the lumen of the pusher assembly, releasing the proximal constraint ball and detaching the coil. The cause of the inability to detach the coil may have been the initial kink in the pusher assembly, creating friction between the pull wire and pusher assembly at the location of the kink. The kink in the distal end of the pusher assembly was likely due to handling and packaging for return and does not appear to be related to the complaint. The ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil. During the procedure, the physician was unable to detach a ruby coil. It was then noted that the pusher wire was bent. The ruby coil was removed and the procedure continued using another ruby coil. There was no report of an adverse effect on the patient.